Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 700 mg/dl. The customer had high ketones that were identified as dangerous. The customer attempted to self treat the elevated bg with a correction bolus via the pump and with a manual dose injection. The customer was released (B)(6) 2024 with issue resolved and no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.